Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold crease, a deformation, and weight of the device within the specification. Bubbles and a cloudy color were observed in the gel after the autoclave disinfection cycle. An air void on the patch area was observed, which is out of specification and is characterized as a workmanship. Based on the device analysis, the final assessment is a workmanship due to an air void on the patch area. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a void between the shell and patch, which is out of specification. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with air void in the patch for gel breast implants will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device has been explanted.